Manufacturer narrative:
(B)(4). Customer returned insulin pump for cracked on display window. Insulin pump received with blank display and missing segments. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display and missing segments. Insulin pump was cut open to perform visual inspection and found cracked glass. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection cracked case corner of belt clip rails. Blank display and missing segments due to cracked glass.

Event description:
Information received by medtronic indicated that the insulin pump had a cracked display. No harm requiring medical intervention was reported. Insulin pump was returned for analysis.